Event description:
It was observed that during the device evaluation, the video system center exhibited scope communication error (e226), and adherence of fibrous foreign material to the video connector socket. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error (e226) occurred due to electronic component failure of receiver (rx) module, whereas the most probable cause of adherence of fibrous foreign body could not be established. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.